Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they found a leak past the second o-ring. The customer's blood glucose was 146 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test and no air bubbles or leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found.